Event description:
The hcp reported the pt was experiencing abdominal distention and was lethargic. The pt was treated for an ileus. No device troubleshooting was performed and the pump settings remain the same. The pt is transferred to an extended care facility.